Event description:
It is reported the pt was (B)(6) year old female. The diagnosis was tumor pt, infectious multi-resistant gram-negative germs. The drugs being infused were parenteral nutrition and antibiotics. The insertion site was the right vena jugularis. The catheter had been in place 26 days before solution dropped out between the connection hub and the catheter clamp. On (B)(6), the pt received a skull CT. There was no high pressure injector used for the contrast medium. The dressing changes were performed as needed. Skin disinfection is "octeniderm" from (B)(4). Before the film dressing is applied, the user waits 30-60 seconds until the alcohol is evaporated. The 30-60 seconds until the alcohol is evaporated. The film dressing used is tegaderm from 3m. As a result a new catheter was placed successfully. There was a delay reported, but it is noted the delay was not harmful to the pt. There are no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4).